Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. During the evaluation, it was determined, that due to a dent on distal end; water tightness was lost. Additionally, the evaluation revealed the following findings: due to damage on insertion pipe; insulation resistance value did not meet the standard value. Adhesive on bending section cover (a-rubber) had a chip, video connector had a crack, and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed; due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. This issue is addressed in the instructions for use (IFU): ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿ as below: 4. Inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5. Carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7. Inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. 8. Wipe the video connector, including the electrical contacts, using a clean lint-free cloth. Also confirm that the electrical contacts are completely dry and clean. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope exhibited leakage from the insertion section. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device revealed, that the adhesive around objective lens was peeling, (1mm2 or more). This had been attributed; due to stress of repeated use, deterioration, external factors, or handling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.